Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (segments missing) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: during investigation, the displays is dim and faded with red hue. Due to the faded display investigation was unable to verify if display is missing segments. Unrelated to the original complaint, the battery compartment is cracked above and below the grip pad.